Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is september 3, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The s-ICD and electrode will not be returned to boston scientific.